Event description:
It was reported that the arctic sun device displayed an alert 113(reduced water temperature control) during the rewarming phase. The patient was at 30c but should have been in the 36c range. The water level was two at bars. The device was sent to biomed the patient was placed on an alternate device. Per follow up, biomed stated the issue was resolved on site. The device was back in service. The patient was able to complete therapy on a second device.

Manufacturer narrative:
Per additional information received, bd has determined that this record is of a duplicate record, therefore not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device displayed an alert 113(reduced water temperature control) during the rewarming phase. The patient was at 30c but should had been in the 36c range. The water level was two at bars. The device was sent to biomed the patient was placed on an alternate device. Per follow up, biomed stated the issue was resolved on site. The device was back in service. The patient was able to complete therapy on a second device.